Event description:
The breast marker did not deploy correctly during a stereotactic breast biopsy. The second marker used also failed to deploy to the correct area. When the biopsy device was removed it was noted that it was bent.